Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 343mg/dl at the time of the incident. The customer was assisted with removing the batteries and to monitor the notification light. The customer was advised to wait until the notification light stops flashing to enter new batteries. The alarm on the device was cleared. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump had power loss alarm, low battery alarm, and power error alarm are confirmed in the long trace file. The power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered. After disconnecting and reconnecting the internal battery connector at j6, the insulin pump was monitored and functioned properly. The device had a scratched case and pillowing keypad overlay.